Event description:
Patient having surgery for a left rotator cuff tear. During surgery, the meniscal repair needle detached from the wire. Under direct visualization it was easily retrieved in it's entirety. Md then used a pds with a second suture to pull it through. No patient harm.